Manufacturer narrative:
Select patient information cannot be included in regulatory report due to regional privacy regulations. Continuation of d10: product ID evfxplus-29 (r042277); product type: 0195-heart valves; implant date: (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the implant of a transcatheter valve, the height of implant was optimal and the patient was hemodynamically stable; however, mild paravalvular leak (pvl) was observed. Subsequently, a post-implant balloon aortic valvuloplasty (bav) was performed using a 24 millimeter (mm)/40 centimeter non-medtronic balloon. The aortic valve was crossed and the balloon was inserted over the guidewire. After deflating the balloon, the balloon was difficult to remove and the valve dislodged. Per the physician, the cause of the dislodge could have been due to the wire entering the struts of the valve causing the balloon to get stuck. Therefore, the dislodged valve was snared. A new valve was prepared with a new delivery catheter system (dcs), and the second valve was implanted. Following the implant of the second valve, a small ascending aortic dissection was observed. Per the physician, the cause of the dissection may have been due to manipulation of the first valve with the snare and advancing the second valve.

Manufacturer narrative:
Updated data: b5., h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that there was nothing of note in terms of patient anatomy that contributed to the dislodgement. The deployment starting point was the bottom of the pigtail. The direction of the dislodgement was aortic. Prior to the valve dislodging, the implant depth on the non-coronary cusp (ncc) and the left coronary cusp (lcc) was noted to be about 5 millimeter (mm). After the dislodgement, the first valve was noted to be in the ascending aorta. The dissection was noted at the end of the procedure. Per the physician, the most likely cause of the dissection was the manipulation with the snare and the first valve. Per the physician, the first valve might have caused or contributed to the dissection. Per the physician, the second valve did not cause or contribute to the dissection. Per the physician, the first delivery catheter system (dcs) did not cause or contribute to the dissection. Per the physician, the second dcs did not cause or contribute to the dissection. There was no unusual treatment provided. The same treatment as any valve implant procedure was used. There was nothing of note in terms of patient anatomy that contributed to the dissection.